Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta failed to achieve hemostasis. Surgical cutdown was performed. Additional information 24may2022: during a tavr procedure, a single micro puncture access was obtained under ultrasound in the center of the femoral head of the right cfa. The right cfa vessel measured at 7mm and reported to have mild posterior calcification. The manta depth was measured at 2.5 +1cm. During the tavr procedure, there were no reported issues of advancing or withdrawing procedure sheaths. Time to hemostasis was never achieved, and a surgical cut down was performed. Manta device was explanted during surgery. Patient is reported as doing well post procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right femoral artery. Ultrasound and micropuncture were utilized to gain a central positioned access. The arteriotomy was 7mm, mild posterior calcification, with a depth measurement of 2.5cm +1cm. No issues were encountered advancing or withdrawing the procedure sheaths. Following deployment, hemostasis was not achieved, and the physician choose to do a cut down, explant manta, and repair the vessel. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding. A surgical cut down was performed, and the patient outcome was reportedly stable. Due to insufficient information regarding patient condition, initial and deployment procedure details, and no device or angiograms submitted for investigative purposes, the root cause of the manta not effective in creating hemostasis requiring surgical cut down cannot be determined.